Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflated saline implant". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ crease / folding of implant: observed. As per the investigation procedures, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflated saline implant". This record is for the left side. Device has been explanted and replaced.

Event description:
"Any creases" observed intraoperatively. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5 a6 b5 d6b h6.